Event description:
There was an allegation of a display issue with the coaguchek xs meter. Segments were missing from the right side of the display in the results field. A test was performed after the user was aware the segments were missing. All they could see was a 1 and they knew part of the result was missing, so they did not use that result. A display check was performed that showed 88 and a number missing on the far right.

Manufacturer narrative:
The meter was requested to be returned. The investigation is ongoing.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.